Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the customer provided photographs confirm there was a blood leak and that the system pressure dome membrane was partially dislodged from the dome housing. Based on the description provided by the customer the prime phase of the treatment was completed and 223 ml of whole blood was processed, indicating that the pressure dome membrane was attached at the start of the treatment. A material trace of the pressure dome housing assembly and its components used to build lot f110 found no related nonconformances. The pressure dome assembly is leak tested twice during the sub assembly and once more as part of the final kit leak and occlusion test. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The cause of the blood leak is most likely that the system pressure dome membrane dislodged from the dome housing. The root cause of the system pressure dome membrane becoming dislodged could not be determined based on the information provided. This investigation is now complete. (B)(4). (B)(6) 2017.

Manufacturer narrative:
The smartcard data was returned for analysis. A review of the data verified prime was completed without any issue. Blood collection started in double needle mode and 221 ml of whole blood was processed. The purging air phase of the procedure was completed and at 226 ml whole blood processed a collect line air detected alarm was received. At this time in the procedure the operator noted a leak from the system pressure dome membrane. The root cause for the pressure dome membrane leak could not be determined based on the smartcard data. This investigation is now complete.(B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f110 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f110 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer sent an email to report a pressure dome membrane leak during the treatment procedure. The customer stated after approximately 223 ml of whole blood processed, blood leaked from the system pressure dome membrane. The customer stated they aborted the procedure and did not return blood to the patient. The customer stated the patient was okay. The customer stated the pressure dome was installed correctly by the operator and the tubing to the pressure dome was not pulled at any time. The customer stated a field service engineer inspected the system pressure sensor after the leak and did not find any problems. The customer has returned photographs for investigation.